Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system would not boot up. Also the insulation on the high voltage cable was cut. No pt injury was reported.